Event description:
The following was reported: as reported via report received from compliance: "during surgery my femur was shattered by the array. Unable to heal it, they cut 4 inches of my femur away and replaced it." As reported via op report which was supplied: displaced supracondylar femur fracture. Fixed femoral component. "...underwent left total knee arthroplasty 1 week ago with robotic assistance. She experienced a pop when she was up on her total knee arthroplasty, and fell. She had a pain and inability to bear weight." A stryker 340x13mm retrograde nail with 3 distal interlocking screws and 2 proximal interlocking screws were implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported: as reported via report received from compliance: "during surgery my femur was shattered by the array. Unable to heal it, they cut 4 inches of my femur away and replaced it." As reported via op report which was supplied: displaced supracondylar femur fracture. Fixed femoral component. "...underwent left total knee arthroplasty 1 week ago with robotic assistance. She experienced a pop when she was up on her total knee arthroplasty and fell. She had a pain and inability to bear weight." A stryker 340x13mm retrograde nail with 3 distal interlocking screws and 2 proximal interlocking screws were implanted.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture and fretting involving an unknown triathlon knee was reported. The event of periprosthetic fracture was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: 'the operative report documents an orif of a tka supracondylar femoral fracture using a intramedullary nail. Secondary surgery following a tka is confirmed no documentation regarding intra-operative fracture related to the femoral mako array was provided. The root cause of this mechanical complication was documented as to be related to a fall.' -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: 'the operative report documents an orif of a tka supracondylar femoral fracture using a intramedullary nail. Secondary surgery following a tka is confirmed no documentation regarding intra-operative fracture related to the femoral mako array was provided. The root cause of this mechanical complication was documented as to be related to a fall.' No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture and fretting involving an unknown triathlon knee was reported. The event of periprosthetic fracture was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: 'I have reviewed the documentation provided for pi including the product inquiry cover sheet, and an operative report from an orif of peri-prosthetic tka femur fracture, and post operative records. In addition, I reviewed multiple x-rays of the involved knee. Event description: as reported via report received from compliance: "during surgery my femur was shattered by the array. Unable to heal it, they cut 4 inches of my femur away and replaced it." As reported via op report which was supplied: displaced supracondylar femur fracture. Fixed femoral component. "...underwent left total knee arthroplasty 1 week ago with robotic assistance. She experienced a pop when she was up on her total knee arthroplasty, and fell. She had a pain and inability to bear weight." A stryker 340x13mm retrograde nail with 3 distal interlocking screws and 2 proximal interlocking screws were implanted. The operative report documents an orif of a tka supracondylar femoral fracture using a intramedullary nail. This was documented with postoperative x-rays. The x-rays I reviewed showed pre-operative significant pre operative deformity, a displaced supracondylar fracture post tka implantation, post orif x-rays documenting an orif with intramedullary rod and additional x-rays confirming the revision to a distal femoral replacing rotating hinge tka. The postoperative records detail a positive outcome with good functionality of the knee. Because of the nature of a rotating hinge the patient noted that the knee felt "wonky" but was not having pain and ambulated unassisted. Secondary surgery following a tka is confirmed. No documentation regarding intra-operative fracture related to the femoral mako array was provided. The root cause of this mechanical complication was documented as to be related to a fall. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant concluded: 'the root cause of this mechanical complication was documented as to be related to a fall.' No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.